Event description:
A cartridge change error was reported by the customer when using the pump, and despite attempts to resolve the issue by removing and inspecting the cartridge, the error persisted. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised troubleshooting steps and ultimately directed the customer to switch to a cartridge from a different box, which successfully cleared the error. The customer resumed insulin therapy afterward and requested replacement cartridges. Technical support planned to fulfill this request with a goodwill order, and the customer expressed satisfaction with the resolution.